Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue. The physician did not note any visible device defects during the procedure.

Event description:
It was reported that the patient had high impedances on 6 of the 8 contacts on their scs lead. The patient stated that this occurred following a fall. Reprogramming of the patient's therapy was not possible to restore effective therapy. In turn, the patient may undergo surgical intervention to address the issue.